Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was confirmed that the mobile view station (mvs) would intermittently shut down. The mvs computer was replaced and the issue was resolved. The computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system unexpectedly shut down while it was around a patient. It was reported that the error message, "mvs form" was displayed on the screen. The user pressed the "end" button and the system shut down. The use of this imaging system was then discontinued, and a second system was brought in to finish the case. The procedure was completed successfully with the second imaging system and the patient was not impacted. No additional information was provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was a delay of less than 10 minutes to the procedure. Medtronic investigation of the returned suspect mvs computer finds that: the mvs computer presented with several write protection errors, both during application startup and in windows. Time and date was good (cmos good) and set boot options. Errors remained after restart. Virus scan and patient data removal were performed. Unable to verify patient data removal due to error locking out tech services console. Performed raid and drives successfully initialized. Attempted software load (3.1.6 and 3.2) four times, was not successful. Two times software load terminated when communication with the ias should have begun, and 2 times terminated with boot sequence batch job termination. The reported event was confirmed to be caused by a hard drive malfunction on the computer.

Manufacturer narrative:
(B)(6).